Event description:
Lava worked but the physician experienced difficulty in visualizing the lava under the fluoroscope. They stated it was less opaque than other embolic products they have previously used.

Manufacturer narrative:
This MDR has been filed out of an abundance of caution due to the potential for serious injury if non-target embolism occurred due to the loss of visualization of the lava. The event did not involve death or serious injury and it was learned that the patient was treated successfully. The device labeling (IFU) states adequate fluoroscopic visualization must be maintained during lava delivery and to stop lava delivery if visualization is lost until adequate visualization is reestablished. Review of manufacturing, testing, and inspection records confirmed that all acceptance criteria were met. Sirtex medical affairs stated the physician reported reduced fluoroscopic visualization of lava during delivery; however, the embolization procedure was completed successfully with no reported patient injury, non-target embolization, or adverse clinical sequelae. While inadequate visualization could potentially increase the risk of unintended embolic delivery, there is no evidence that such an outcome occurred in this case. Based on the available information, this event is assessed as a device performance complaint without associated patient harm and does not alter the overall benefit-risk profile of lava.